Manufacturer narrative:
Product event summary #(B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
This device system was returned from an unknown source with no information. No further information has been obtained thus far that would/could disassociate the device system and event. Therefore this event will be processed with the information at hand and will be captured as a medical/death on incoming information. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID (B)(4) implanted: (B)(6) 2013; product ID (B)(4) implanted: (B)(6) 2013. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the paperwork indicated the patient died approximately one month post implant of the ICD system. A cause of death was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.